Manufacturer narrative:
Date rec'd by MFR: 06aug2019. This complaint is a duplicate of (B)(4). This event was reported on MFR. Report #: 2031642-2019-05027. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jul2019.

Event description:
The customer reported that the nav-ring was bad and that they could not make setting changes via touchscreen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.